Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix uteri. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social me medical records :pelvic pain, uterine haemorrhage and uterine leiomyoma quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included carcinoma in situ of cervix uteri. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered pelvic pain, uterine haemorrhage and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ ones were described in social me medical records :pelvic pain, uterine haemorrhage and uterine leiomyoma. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.